Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced hyperglycemia with continuous glucose monitor (cgm) readings up to 380 mg/dl while using an ilet system with a g7 cgm and an infusion set connected to the abdomen; during the fill tubing step the user did not press and hold the button to initiate fill, no drops were seen after (B)(4) units, and bubbles were observed in the cartridge, and the user was advised to change the cartridge connector and tubing. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed no device problem, a usage problem related to improper or incorrect procedure, and involvement of the tubing component. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.